Event description:
It was reported via repair work order that the stair chair tracks were locking up which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.